Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken 25.5cm from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks were identified along the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Age at time of event - 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The concentric de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery that contained a significant bend of less than 45 degrees proximal to the lesion. The lesion was predilated with an apex balloon of unknown size. A 3.0x20mm promus element stent was advanced but physician was unable to pass the device through the bend in the vessel. The device was removed from the patient and a shaft fracture occurred while prepping the device for reinsertion into the patient. The procedure was completed by deploying 2 non bsc stents and post-dilating the lesion. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The concentric de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery that contained a significant bend of less than 45 degrees proximal to the lesion. The lesion was predilated with an apex balloon of unknown size. A 3.0x20mm promus element stent was advanced but physician was unable to pass the device through the bend in the vessel. The device was removed from the patient and a shaft fracture occurred while prepping the device for reinsertion into the patient. The procedure was completed by deploying 2 non bsc stents and post-dilating the lesion. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.